Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.